Event description:
A malfunction alarm 18 was reported by the caller. The blood glucose level of the customer was high, but no specific value was provided. The customer addressed the high blood glucose by administering a correction bolus via the pump and required no third-party assistance. Customer service informed the caller that the alarm was due to an extended suspension of insulin pumping, which the caller understood and acknowledged. No additional information was received regarding the outcome of the event.